Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.

Event description:
On (B)(6) 2008 the pt was implanted with two gore excluder aaa endoprostheses for an abdominal aortic aneurysm. On (B)(6) 2011 CT showed either a proximal type I endoleak or a type ii endoleak near the proximal end of the trunk-ipsilateral leg component. Aneurysm growth was noted at 2 mm. On (B)(6) 2011 the physician implanted an aortic extender component. Intraoperatively he did not appreciate a proximal type I endoleak. Extravasation was noted near the proximal end of the trunk-ipsilateral leg component and was identified as a type ii endoleak. The pt tolerated the procedure.